Event description:
According to the reporter, during an esophageal procedure, a bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and intervention was not required. A repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary one capsule was received for evaluation and investigated visually for external damage. The capsule was disinfected and the lot number and ID# matched the information provided by the initial reporter. The trocar needle was advanced. There was no signs of tissue or blood. The capsule electrodes were okay. Per the condition in which the device was received, the capsule seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.